Event description:
It was reported that the patient presented to the clinic for a device check after receiving multiple high voltage therapies for vf. Intermittent ventricular undersensing was observed and therapy was slightly delayed. The device had been previously programmed to insensitive settings, but there was no record of the change. The device was reprogrammed per recommendations and dfts were successful. No patient symptoms were reported due to the intermittent undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.